Event description:
The patient was reportedly experiencing intermittency. Testing showed that the device is functioning. Surgery to explant the patient's device has been performed. The patient was reimplanted with another advanced bionics cochlear implant.